Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Follow up info was received from the surgeon, who reported the event continues due to the wrong iol power. The surgeon does not blame the lens, but the cause of the refraction has not been determined.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional info was requested (B)(4) 2011 by fax and mail. A completed questionnaire was received (B)(4) 2011. (B)(4).